Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "balloon would not inflate completely". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked at approximately 2.6cm from the iabc distal tip. Bends to the central lumen were noted at approximately 17.0cm and 67.0cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer video was reviewed. The video shows the iabc bladder under fluoroscopy. In the video, the bladder was not inflating completely, which is consistent with the reported complaint. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip indicating a cross-over leak between the iabc central lumen and helium pathway. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. Further testing was per-formed to locate the leak site. The iabc bladder was filled with water and air was injected into the iabc central lumen using the lab inventory syringe while the iabc distal tip was blocked off. A crossover leak was identified from the central lumen within the flex tip assembly. Upon inspection, the central lumen/flex-tip assembly was noted damaged at approximately 5.7cm. Furthermore, the bond between the inner cannula and polyimide (part of the flex-tip assembly) was noted damaged/loose and a portion of the heat shrink tube was identified to be thinner than the remaining portion. The damaged flex tip assembly caused the cross-over leak between the iabc central lumen and helium pathway. A lab in-ventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 18.0cm and 67.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon would not inflate completely" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged near the iabc distal tip. The damaged central lumen could result in an inability of the bladder to fully inflate. Furthermore, the heat shrink tubing was noted damaged. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. A corrective and preventive action has been initiated to further investigate the issue of the damaged flex tip assembly. A non-conformance has been initiated to further investigate the issue related to the damaged heat shrink tubing.

Event description:
It was reported "balloon would not inflate completely". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consquence reported. The patient's current condition is reported as "fine".